Manufacturer narrative:
Date of event: (B)(6) 2018, date of report: 09/13/2019. During pm, the pse performed operational check and the power led went off by vibration was confirmed so the power switch overlay was replaced. No parts were returned for failure investigation. During pm, the pse replaced the power switch overlay to resolve the reported issue. The pse also replaced as part pm the unit's oxygen inlet filter, air inlet filter, cooling fan filter, blower assy., lithium-ion battery, cooling fan and tubing kit. Unit was tested and passed. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance (pm), the product support engineer (pse) reported the power led went off by vibration. The customer reported there was no patient involvement.